Event description:
During a scheduled or procedure, -right thoracotomy lobectomy-, a disposable ethicon stapler, model atw35, misfired, not deploying staples. Because the stapler did not fire on one side, pt started to bleed and a second cardiothoracic surgeon was required to assist with the managing of the pulmonary vessel closure. Vessel required suturing to control bleeding. Patient required multiple blood transfusions and extension of surgery. Dates of use: 2008.